Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. Only the device and wrench arrived at prelim.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had opened the outer packing of the pacemaker and saw that the inner packing was open. The physician was unsure if the pacemaker was sterile. The device was not used and another pacemaker was implanted. No patient complications have been reported as a result of this event.